Event description:
Boston scientific received information that this right ventricular lead displayed noise causing oversensing resulting in pacing inhibition greater than two seconds asystole. The patient with this lead was asymptomatic and did not feel lightheadedness or dizziness and was reportedly in close proximity to multiple electric tools during the episode. Isometrics did not reproduce the noise. All lead measurements were within normal range. It was thought there may be a lead fracture. A decision was made to replace this lead. A revision procedure was performed. This lead was removed and replaced.

Manufacturer narrative:
It is unknown whether this lead will be returned for analysis. Should the lead be returned or additional information become available, this event will be updated.